Manufacturer narrative:
(B)(4).

Event description:
Information provided by clinical input noted a type 3 endo leak between the iliac leg of the zfen-d and the iliac limb stent components. (3005580113-2020-00122; 3005580113-2020-00172).